Event description:
The customer reported that the device was sticking and would not release. It is unknown if the device was on tissue and, if so, how it was removed. There was no patient injury.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed a lot of dried tissue in-between the jaws. The jaws opened and closed normally after cleaning. Tests for jaw gap were within the allowed range. The device was also tested on simulated tissue for proper activation and knife function with acceptable results. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times and clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduct the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.